Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01019 for the leveen needle electrode and 3005099803-2012-01020 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had a 45mm liver tumor. During the procedure, after 45 minutes of heating the leveen needle electrode, roll off (complete ablation) was not achieved. There were no visible issues with the electrode. The electrode was removed from the patient, and the procedure was successfully completed using the same rf 3000 radiofrequency generator and a second leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(6) for the reported event of insufficient roll off. The complaint indicated that the unit will not be returned for analysis; therefore a failure analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.